Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels in the afternoon. Reportedly, bg levels reached 600 mg/dl. Contact reported the customer's bg had been slightly elevated, and the customer consumed carbohydrates and attributed lack of exercise to bg levels elevating to 600 mg/dl. Customer delivered a bolus to address elevated bg levels. Tandem technical support guided the customer through adding a new time setting into the pump.